Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the unit displayed error 907, indicating a real time clock error. The date and time could be updated but would revert back to an incorrect setting. The unit did not alarm when the malfunction occurred. Aa batteries were replaced as a troubleshooting step, but the error persisted. The customer was advised that replacing the coin cell battery may sometimes clear the error message, although in some cases servicing of the unit may be required if battery replacement does not resolve the issue. There was no patient injury.